Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had frequent low voltage alarms as well as intermittent "connect to power" alarms while connected to both batteries and the mobile power unit (mpu). Log files were submitted for review and displayed multiple intermittent strings of low power advisories while tethered on batteries. It was noted that the system controller was planned to be exchanged. There were no other unusual events seen within the log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of frequent alarms when connected to battery power and the mobile power unit was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6)) was not returned. The submitted controller event log file contained data spanning approximately 16 hours ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured intermittent atypical low voltage advisory alarms active while connected to battery power active due to the relative state of charge (rsoc) voltage in the white power cable fluctuating below the alarm voltage threshold. The alarm consistently cleared and reactivated without any sort of power source exchange. The log file also captured an atypical power cable disconnect alarm active on (B)(6) 2023 at 23:17:31 while connected to the mobile power unit due to the relative state of charge (rsoc) voltage in the white power cable measuring above the maximum voltage threshold. The alarm cleared in the following events when the rsoc voltage was restored to its expected voltage threshold. Pump operation was not affected by any of the alarms. Multiple attempts were made to obtain additional information such as if any products were exchanged, if exchanging the products resolved the issue, if any products will be returning to abbott, and the lot number of the battery clips. To date, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.